Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently not responding to button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The buttons contacts also were observed to be inverted and were not always springing back. The keypad appeared to be intact with no lifting or peeling.

Event description:
The pt and his mother contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the pump was intermittently not responding to up and down keypad button presses. The pt's mother claimed that the buttons often felt flat and would sometimes click and spring back. The pt's mother denied that the device was exposed to water or that the keypad was physically damaged/peeling.